Manufacturer narrative:
E1: patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was bent and break at abdomen. The patient also reported that the cannula was still on the skin and did not receive any medical treatment because of cannula fracturing while in the body. The infusion set was in use for 4 days. No further information available